Event description:
Healthcare professional reported "infection" via nbir. This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Follow-up is not possible with the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: "infection". The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.